Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186 , UDI: 05415067017246, serial:(B)(4) , batch: a000131375.

Event description:
It was reported that the patient was experiencing nausea with stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the system was explanted to address the issue.